Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead had been pulled back into the pocket causing stimulation. Additional information from the field representative confirmed that the x-ray revealed that lv lead had dislodged and migrated back up into device pocket. This lead was surgically explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead had been pulled back into the pocket causing stimulation. Additional information from the field representative confirmed that the x-ray revealed that lv lead had dislodged and migrated back up into device pocket. This lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.